Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had high impedances on their paddle lead. It was confirmed that the lead was broken. They further noted that their device was dead and not working correctly, however they were not keeping their device charged so they didn't realize it was not working. They thought the device was over-discharged but it was later confirmed by the manufacturer representative that their device was not over-discharged. They noted that their device was taking a charge and it did not take long to charge up. They were having pains and could not walk and stand, so when they moved to florida that is when they decided to have the device checked. Lastly, it was noted they would have a new lead placed within a month.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient stated that on the week prior to report she began experiencing leg aches and pain, causing her to be up all night and not sleeping. The patient was out of pain medication at the time of report. Later it was reported that the patient experienced pain and loss of sleep for 3 weeks. The patient reported no stimulation sensation. The patient programmer showed that the implantable neurostimulator (ins) was on with the lightning bolt. The patient stated that the amplitude was currently on 5.0 and she had turned up to 10.0 recently and still did not feel stimulation. The patient stated that she had a brace on her foot. The patient stated ¿from her back surgery she had a drop foot, and was told not to drive with it.¿ it was later reported that the patient¿s unit did not work and she needed help. She had concerns with her device as it stopped working. She had a family doctor but the healthcare provider (hcp) could not help her with the device. The patient was look ing for a manufacturing representative (rep) to get help.

Manufacturer narrative:
Concomitant medical products: product ID: 37744 , serial# (B)(4), product type: programmer, patient. Product ID 399945, lot# v017928, implanted: (B)(6) 2007, product type: lead. Product ID: 3708220, serial# (B)(4) implanted: (B)(6) 2007, product type: extension. (B)(4).

Event description:
Additional information received reported that everything was fine now. The revision was performed two weeks ago and the leads were replaced. The patient was receiving proper therapy at this time.